Event description:
Event is now reportable based on the analysis completed on 08/21/2007. It was reported that during a drug eluting stenting treatment procedure there was difficulty crossing the lesion. The 90% stenosed lesion was located in the severely tortuous and severe calcified left circumflex. It was a progressive lesion. The 2.50x12mm taxus liberte was unable to cross the lesion. The patient status is good with no complications. However, device analysis indicates stent damage.

Manufacturer narrative:
Initial visual examination noted the device was returned with the stent detached. The stent was completely damaged throughout. This type of damage is consistent with the device encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed operational context would be the most probable root cause.